Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-jug-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016 (one-day pre-procedure), the patient was admitted to the hospital. On (B)(6) 2016, the patient had a celect® filter placed. The primary reason for filter placement was a current pe and a complication of anticoagulation. The ivc diameter at the intended filter location was 25 mm. There was no ivc anatomic anomaly. There was no evidence of thrombus in the ivc or pelvic veins. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration, tilt, extravasation of contrast, or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or the presence of thrombus. The pelvic veins were not assessed. The ivc diameter at the filter location was 23.1 mm. The filter was placed in the ivc infrarenal site. There was no evidence of filter deformation, migration, or extravasation of contrast. Filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 1.2 degrees. On the same day, the post-procedure x-ray was performed and revealed no evidence of filter fracture, embolization, tilt, or migration. Analysis of the post-procedure x-ray revealed no evidence of filter fracture, embolization, or deformation. The angle of filter tilt in the ap view was 5.6 degrees and 14.7 degrees in the lat view. When the post-placement clinical assessment was performed, the patient was taking no antiplatelet or anticoagulant medications. On (B)(6) 2016 (three days post-procedure), the patient was discharged from the hospital. On (B)(6) 2016 (85 days post-procedure), the three-month follow-up clinical assessment was completed. A filter retrieval procedure was not scheduled due to an ongoing risk for pe and a contraindication to anticoagulation. The patient was not taking anticoagulant or antiplatelet medication. Since last contact, the patient had not experienced a reportable event. On (B)(6) 2016 (170 days post-procedure), the patient was hospitalized for a deep vein thrombosis of the bilateral upper extremities. Treatment included the initiation of eliquis®. On (B)(6) 2016 (171 days post-procedure), the patient was discharged from the hospital. On (B)(6) 2017 (183 days post-procedure), the six-month telephone follow-up was completed. Since last contact, the patient had not experienced a reportable event. On (B)(6) 2017 (372 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound were performed. Filter retrieval was not scheduled due to an ongoing risk for pe. The patient was taking eliquis®. Since last contact, the patient had not experienced a reportable event. The ultrasound revealed no evidence of thrombus in the pelvic or lower extremity veins. Analysis is not available. On (B)(6) 2017 (427 days post-procedure), the twelve-month follow-up CT of the abdomen and pelvis was performed. There was no evidence of filter embolization or filter leg interaction with the ivc wall. Analysis assessment of the 12-month follow-up CT performed revealed no evidence filter embolization. The angle of filter tilt in the sagittal plane was 15 degrees and six degrees in the coronal plane. There were 12 grade 1 filter legs that interacted with the ivc wall. The twelve-month follow-up x-ray was not performed. Patient outcome: on (B)(6) 2017 (432 days post-procedure), the patient died. The cause of death, according to the record of death, was metastatic pancreatic cancer, a pre-existing condition prior to procedure and primary disease progression.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation based on event description and image review. There is no evidence of significant tilt nor thrombus within the ivc filter. All of the primary and secondary filter legs demonstrate grade 1 interactions with the ivc wall indicating tenting without penetration, which some may consider a normal finding. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.